Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol had rotated. The surgeon is planning to rotate the lens. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information has been requested by phone, fax and mail on (B)(4) 2012. A completed questionnaire has not been received.(B)(4).